Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump would not power on. The reporter denied seeing any visible damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no patient impact associated with the complaint. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no records of unexplained power on resets. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. On examination, there was no physical damage to the battery cap returned with the pump for investigation. There was no physical damage of the battery compartment. The pump powered on normally. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed for investigation and did not reveal any evidence of moisture or damage of the pumps interior components. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.